Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue, also discovered that the blue fiber optic connector was broken. To fix the issue, the fse replaced the fiber optic connector and top display. The fse then performed a full pm, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had two horizontal lines through the top display. There was no patient involvement, and no adverse event reported.